Event description:
Caller reported cartridge alarm 30 during the load process. Customer's blood glucose was high, but the specific value was not provided. To address the high blood glucose, the customer performed a correction injection using multiple daily injections (mdi). There was no assistance required from a third party. Customer had previously experienced cartridge alarms, and technical support confirmed the issue with consecutive cartridges. Technical support resolved the issue by sending the customer a replacement pump and provided guidance on storage mode and pump replacement steps. Customer acknowledged the instructions and was advised to use mdi as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed shipping details, and customer was informed about sensor compatibility with the replacement pump. Customer was instructed to return the problematic pump to tandem with a pre-paid label.